Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 70-90% stenosed, 32mm x 3.50mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified right coronary artery. A 32 x 3.50 promus premier drug-eluting stent was advanced; however, during the procedure, the proximal of the stent was deformed. The device was removed and completed the procedure with a different device. There were no complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vasculae access was obtained via femoral artery. The 70-90% stenosed, 32mm x 3.5mm, concentric de novo target lesion was located in the non tortuous and non calcified right coronary artery. A 32 x 3.50 promus premier drug-eluting stent was advanced, however, during the procedure the proximal of stent was deformed. The device was removed and completed the procedure with a different device. There were no complications reported and the patient is stable. It was further reported that the physician felt resistance due to tortuous vessel when advancing.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 70-90% stenosed, 32mm x 3.5mm, concentric de novo target lesion was located in the non tortuous and non calcified right coronary artery. A 32 x 3.50 promus premier drug-eluting stent was advanced, however, during the procedure the proximal of stent was deformed. The device was removed and completed the procedure with a different device. There were no complications reported and the patient is stable. It was further reported that the physician felt resistance due to tortuous vessel when advancing.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 3.50mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage, with stent struts in the distal area lifted and bunched. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a port bond longitudinal tear. Device was loaded on to a recommended test guidewire, via the distal tip, without issue. No other issues were identified during the product analysis.